Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2023, information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indi cations for use. It was reported that patient stated he is having trouble with the remote unit. Patient stated he has to put it on top of the implant or laying down in order to make any kind of changes. Pt states controller confused in between laying and standing and doesn't light up. Pt states when in the car will go forward and the stimulation changes when moving in the car and the speed in the car which started a couple weeks ago. Pt states the adaptive stim started changing about a month ago. Patient service specialist asked patient if he has tried to turn off adaptive stim and redo the positions. Patient said he met with the representative 2 weeks ago and she went through all the positions with him. Patient then stated the third position is not working. Patient described when he is in the car, he will go forward and hit check position and it stops and goes faster and it changes while he is not moving. Patient mentioned he is struggling with walking and sleeping because sometimes he is walking and it goes lower and when he lays down it goes forward and then all of a sudden it will stop again. Patient also mentioned the check position is off and won't go on. Patient confirmed he has not made any changes to his settings. Patient reported the controller is confused and sometimes it won't even find the device. During the call patient service specialist had patient reset the controller. After reset patient was able to connect to implanted neurostimulators. Patient was on group a at 0. 5v and back at 5. 2v. Patient increased amplitude to 5. 8v and stated he can feel the stimulation. Pss reviewed how to set the positions for adaptive stim and to sit in the position for the normal time. The troubleshooting steps that were taken on the call resolved the issue. Pt is going to monitor and call back if problems continue. Pss advised to call hcp for the stimulation changing in the car. On (B)(6) 2023, the patient (pt) called back stating their device was not working properly. Pt noted they called probably two months ago about it. The pt notified their rep who said to give patient services a call because on several occasions when walking the ins would change programs. Pt said they had 3 programs and it jumps from a to b; it had done that about 4 or 5 times. Pt noted their stimulation would also turn itself off and on its own. Pt was redirected to their healthcare provider (hcp).